Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® granufoam was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Dressing not returned.

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: a foreign material alleged to be v.a.c. Granufoam dressing was adhered to the patient's wound tunnel. On (B)(6) 2015, the following information was reported to kci by the nurse: v.a.c.&#59399;granufoam dressing was placed in the patient's pre-existing tunnel in the operating room. The physician is aware and reportedly advised for the patient to remain on v.a.c.&#59412;therapy and planned for the foreign material to be removed on (B)(6) 2015 at the time of wound closure. The nurse confirmed no signs or symptoms of infection. Also spoke to patient's wife who confirmed the patient is experiencing no issues with dressing currently in place. No symptoms of infection and could not provide lot number as the box was discarded. On (B)(6) 2015, the following information was reported to kci by the nurse: the foreign material alleged to be v.a.c. Granufoam dressing was surgically excised on (B)(6) 2015. The patient's wound was surgically closed, and the patient is doing well. The v.a.c. Granufoam dressing lot number is not available as it was confirmed it was disposed, therefore a device history review could not be performed.